Event description:
An operating room tech, who was also attending nursing school, reportedly experienced the following symptoms: rashes, hives, hand sore, wheezing, runny eyes and nose, itching and redness. She states that she wore latex gloves made by several different glove MFR. It was reported that she was diagnosed as having an allergic sensitivity to latex.